Event description:
It was reported that a flo-gard infusion pump had presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified during evaluation; however the device was removed from service due to an unrelated malfunction which will be addressed through a separate report. Should additional relevant information become available, a supplemental report will be submitted.